Manufacturer narrative:
The manufacturer's product support engineer (pse) performed further troubleshooting and confirmed that the touchscreen was reacting slow, and in the result the unresponsive touch caused the power to shut off in error. The touchscreen was replaced to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not reproduce the reported problem. The log was observed, which showed that the device had become inoperative, shutdown that had been performed by a user's operations during the reported time. It was confirmed that the ventilator-inoperative phenomenon was not caused by a malfunction in the device. It was considered to have been caused by shut down by user error. No parts need to be replaced.

Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was in use, the device did not annunciate an alarm and became inoperative. A nurse was coping with tasks near the patient. The nurse did not check the screen during that time but hearing a ventilation sound. A medical engineer observed with an attached monitor that the patient's spo2 was 98%. At the nurse station, the patient's spo2 was found to be decreasing (by a vital monitor alarm). When they came straight to the patient's room, the v60 screen had been completely dark, and the power had turned off. At that time, the spo2 was observed to have decreased to 89 ~90 %. The patient used the device only at night, so that oxygen started to be administered to him. The device was replaced with another v60. His spo2 was improved and recovered from the symptom. No further medical intervention was reported. The investigation is ongoing.

Manufacturer narrative:
E1 reporter phone number (B)(6).